Event description:
A product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. When testing what pre-existing patients could load to rtt we discovered a few patients that would open in rtt. One patient in particular had a 45 left wedge in her plan for the machine she is currently planned to (varian 600c 4x). After opening her on rtt and closing her file, this wedge has now disappeared. It seems that the act of opening her in rtt where this wedge is not part of the machine configuration has cleared this from her original plan. There was no injury reported. Initial risk analysis is complete. Initial corrective action decision is complete.

Manufacturer narrative:
Preliminary risk assessment indicates a severity: 3 (critical). The completed plan would be updated in (B) (4). Recording would not be changed. Archiving a completed plan is legally required. Risk: the current treatment is interrupted because of a wrong assessment based on the affected plan. This could lead to an underdose of the current treatment. Probability: d (occasional). The risk management team recommends the following action(s): a safety advisory letter has to be sent to affected customers.